Manufacturer narrative:
Findings: aa33 alarm during prime/aa33 test at 4 lbs due to faulty fsr (gold). Pump received with bleeding lcd glass, cracked case at display window corner, battery tube threads, reservoir tube lip, minor scratched display window.

Event description:
It was reported that the customer's insulin pump had multiple aa33 alarms and that the device would not rewind. The insulin pump will be repaired and/or replaced. The customer's blood glucose value was unknown. No further information was provided.